Event description:
During the tka surgical procedure performed on (B)(6) 2025, a trial liner of 11 mm was initially selected and tested. Based on the intraoperative assessment, the surgeon decided to proceed with the definitive 11 mm liner. Upon attempting to insert the definitive 11 mm liner into the tibial tray, it was not possible to achieve proper seating of the component. The surgeon conducted a visual inspection to check for any residual cement fragments or other obstructions on the tray surface, but none were identified. Despite this, multiple attempts were made, all of which were unsuccessful. Following these repeated attempts, the surgeon suspected a possible deformation in the posterior part of the liner. A new definitive liner of 12 mm was then opened and insertion was attempted; however, this liner also could not be inserted into the tibial tray. The surgical procedure was carried out in accordance with the recommended surgical technique for the physica ps system. Ultimately, in order to complete the surgery, the liner was inserted with the application of force. As a result of this issue, the overall surgical time was prolonged by approximately 30 minutes. Below is the suspected product: · physica ps tibial liner #3 (product code 6535.50.311, lot #16at1lz) - product sold in us the patient is a 76 -year-old female. Event happened in japan.

Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot # 16at1lz, no pre-existing anomaly was found on the 54 devices manufactured with the same lot #. This is the first and only complaint received on this lot #. We submit a final MDR when the investigation is complete.